Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found (1) pouch with creasing in the seal area. A dye test was performed and found the seal was non-conforming to standards. Sterility has been breached. This complaint has been confirmed by evaluation of the returned product. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to the packaging operator not following the work instructions provided. A corrective action was initiated for the reported event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported by distributorship that the products were found to be nonconforming. Incoming inspection team member found a crease on the sterile seal. No reported patient involvement.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.